Event description:
Same case as MFR report #: 2134265-2009-05311. It was reported that following a percutaneous carotid artery intervention stenting treatment procedure, the pt experienced a stroke. The index procedure treated the 80% stenosed, 5x40mm target lesion located in the left ostium internal carotid artery. Treatment utilized a bsc filterwire ex and placed a 8x36mm carotid wallstent. Following post dilation with an unspecified device the residual stenosis was 5%. The pt was discharged the next day. At three days post the index procedure, the pt woke up with symptoms of expressive and receptive language difficulties. She also had right sided weakness. Upon coming back from the bathroom, she collapsed and became unresponsive. The evening prior to this episode, she did not have any of the above symptoms. She did not have any chest pain, shortness of breath, nausea, vomiting, diarrhea, fever or chills. Ems was called and the pt was brought to the emergency room. Per the emergency room admission summary, due to the time ambiguity of her symptoms, she did not fit the criteria for a "stroke alert". A CT of the head suggested changes of the left frontal parietal cva extremely early. There is no hemorrhage or midline shift. Two carotid calcifications are unchanged from 2008. There is a possibility of an occlusion of the left carotid siphon given the size in calcifications. Stroke scale was 31: level of consciousness (1); loc questions (2); loc commands (2); best gaze (2); visual (2); left arm (2); right arm (4); left leg (3); right leg (4); limb ataxia (1); sensory (1); best language (3); dysarthria (2); and extinction and inattention (2). On day 4, a CT of the head showed evolution of non-hemorrhagic infarct in the left middle cerebral artery distribution. There is no hyper-dense artery appearance to suggest acute thrombus. The event is unresolved and no discharge date has yet been recorded. Per the physician, the event relation to the study devices were listed as "possible".

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The mfg records were reviewed and no issues or discrepancies were found and met all specs. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure and is noted within the dfu.